Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Device switches on automatically.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 360p passed ¿out qat from heartsine technologies on the 16th june 2016. The device performed to specification throughout testing at heartsine. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ons mainly of ten-minute duration in the history log that may be attributed to a failing membrane. The current drain of the device was within specification. The device recorded 6 manual power ons of up to 3 minutes duration on the 21st august 2017. These manual power ons may indicate the user was power cycling the device or the beginnings of a fault. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes this combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 360p.

Event description:
There was no patient involved. Device switches on automatically.